Event description:
It was reported that pump experienced malfunction alarm with code 16, with no notable events occurring beforehand and no information provided about impact to customer¿s blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support arranged replacement pump.